Event description:
It was reported that (1) atw35 and (2) tr35b were used during an laparoscopic appendectomy procedure. It was reported by the rep that, while firing across the appendix, the atw35b with a tr35b reload, the instrument would not fire. The original instrument was fired twice before a problem. The tr35b reload would not fire, so they put another reload in the stapler and again the instrument would not fire. The surgeon decided to open another stapler and the case was completed. There was no consequence to pt.